Event description:
It was reported that during a retrospective review of device data it was identified that this implantable pacemaker entered in safety mode. No other information was provided. Based on available information, this device remains in service. No adverse patient effects were reported.